Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number of the pump was unknown. The results of any further diagnostics/troubleshooting performed related to the volume discrepancy were unknown. The cause of the pump reservoir volume discrepancy was unknown. Actions taken to resolve the issue and if the issue was resolved was unknown.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient's pump had been replaced some weeks ago for regular replacement. During the first regular refill on (B)(6) 2024, the hcp realized a volume discrepancy. The pump calculated a residual volume of 4 ml, but around 20 ml were drawn from the pump so effectively no drug volume had been delivered since the implantation of the pump. The pump showed no alarms based on the statement from the hcp and the hcp excluded faults during the refill. The logs were requested. X-ray pictures were analyzed, but no kinks in the catheter or other anomalies could be identified. The hcp wanted to discuss the further troubleshooting with colleagues and the patient. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.